Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was being prepared to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During preparation outside the patient, after opening the packaging of the device, it was noticed that the handle of the device was broken. It was reported that "the spot with the loopholes to bow was broken." Additionally, there was no visible damage noted to the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the pull wire at the handle broke.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned dreamtome rx 44 was analyzed, and a visual inspection noted that the handle was broken. The white coloration near the handle break area suggests that there was force or manipulation to achieve the damage. The cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the handle was broken but the cutting wire was not broken. The white coloration near the handle break area suggests that there was force or manipulation applied to achieve the damage. This could be caused by operational factors, such as manipulating the device through difficult anatomy, the technique used for device manipulation or by the interaction between the device and the scope, such as hitting against a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was being prepared to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During preparation outside the patient, after opening the packaging of the device, it was noticed that the handle of the device was broken. It was reported that "the spot with the loopholes to bow was broken." Additionally, there was no visible damage noted to the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the pull wire at the handle broke.